Manufacturer narrative:
A dräger service technician was dispatched. After checking the device he replaced the pcb central control board (pcb ccb). The device log was downloaded. The pcb ccb was requested for investigation. The investigation of the pcb ccb revealed no hardware failure of this component. Further analysis of the log came to the conclusion that an isolated inconsistency within the processor systems internal communication was detected by the internal monitoring of the device. As specified for this kind of deviation, the device performed a restart to restore a valid data base and to continue ventilation. During the restart the patient system is opened to atmosphere and spontaneous breathing of the patient is possible. Audible and visible alarms of high priority are generated during the time of the restart. After approximately 12 seconds the savina 300 continues ventilation with the latest settings. No further problem was reported after the replacement of the pcb ccb.

Event description:
The customer stated that the ventilator turned off while connected to a patient. Audible and visual alarms were reported. No patient injury was reported.